Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that : "the fracture of the above medical device was noted by radiographic examination at 3 months post-operative. The patient was taken back for nail replacement. The cause of the fracture remains unexplained (no fall). A statement was sent to the (B)(6).

Manufacturer narrative:
Due to the current covid-19 pandemic it was not possible to inspect the product as the access to the facility is restricted. The investigation will be reassessed as soon as restriction is lifted. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. As no item was returned no physical examination could be carried out. No non-conformity had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling indicates that such an implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to osteoporosis and / or diabetes and points out that an intra-operatively damaged implant is at risk for breakage. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The customer reported that : "the fracture of the above medical device was noted by radiographic examination at 3 months post-operative. The patient was taken back for nail replacement. The cause of the fracture remains unexplained (no fall). A statement was sent to the ansm.

Manufacturer narrative:
The reported event was confirmed. No medical records, i.e. X-rays, were provided. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nc/CAPA had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to osteoporosis and / or diabetes and points out that an intra-operatively damaged implant is at risk for breakage. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented the fracture pattern identified the nail broken in fatigue manner after an implantation period of approx. 3 months. Intra-operative material damage had significantly weakened the material in highly stress applied area creating an incipient crack. Additional high axial load application by the patient had contributed to the event. Intra-operative material damage was regarded being user related. In case substantive information becomes available we reserve the right to reopen the investigation with root cause assessment.

Event description:
The customer reported that : "the fracture of the above medical device was noted by radiographic examination at 3 months post-operative. The patient was taken back for nail replacement. The cause of the fracture remains unexplained (no fall). A statement was sent to the ansm.